Manufacturer narrative:
Continuation of d10: 6725 adaptor, implanted: (B)(6) 2023. 407452 lead, implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that prior to a scheduled ablation procedure, the physician taped a magnet over their cardiac resynchronization therapy defibrillator (crt-d) and the patient noted that their heart had stopped and the procedure was cancelled. The patient noted that they were held in the hospital for a while where it was ultimately determined their ¿numbers looked good¿ and was then released. The crt-d remains in use. No further patient complications have been reported as a result of this event.